Event description:
The customer reported that while running an hiv-1 p24 antigen assay, the summit sample handler, failed to dispense diluent and sample in positions a12 and b12. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-02540-05.